Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, they wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution, water and air.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bad angle was confirmed. Device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value, and due to wear of angle wire, the play of up and down knob was out of the standard value. In addition to a foreign object inside the nozzle finding, the additional evaluation findings are as follows: bending tube was deformed, light guide lens had a crack, objective lens had a scratch, objective lens had a crack, adhesive around objective lens was peeled, control unit had discoloration, indication on suction connector was peeled, forceps channel port was shaved, suction connector had a scratch, protector of universal cord on suction connector side had a scratch, universal cord had a wrinkle, universal cord had a scratch, plastic distal end cover had a scratch, grip had a scratch, switch box had a scratch, switch 3 had a scratch, switch 1 had a scratch, suction cylinder was shaved, paint on suction cylinder was peeled, paint on air and water cylinder was peeled, forceps lever had a scratch, forceps knob had a scratch, up and down knob had a scratch, right and left knob had a scratch, control unit had a scratch, electrical connector had discoloration due to water leakage, adhesive on bending section cover had a chip, scope cover had a scratch, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera gastrointestinal videoscope had a bad angle. There were no reports of patient harm. During evaluation of the returned device, it was found that there was a foreign object inside the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.